Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported the patient lost coverage on her l2 lead, diagnostics revealed high impedances and x-ray showed possible fracture. Surgical intervention will be undertaken later to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 where in the lead was explanted and replaced restoring therapy.